Manufacturer narrative:
The device has not yet been received for evaluation. The reported adverse event was reported to the physician to receive additional information, the physician informed the manufacturer he had multiple (2-3) meetings with the patient since the treatment he examined the "affected" area and found no adverse event investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
It was reported by the patient she received a femilift treatment 4 months ago, the patient stated she does not believe the physician use the device correctly, and she suffered a burn.